Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Lot number could be either of the following: jp-0130 / 283340 (mfg date: jun 15, 2021) (UDI: (B)(4)); jp-0130 / 694550 (mfg date: oct 26, 2022) (UDI: (B)(4)). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a user error. Zimmer biomet pectus bars are intended to be used with zimmer biomet stabilizers from the same product family, however, it was reported that a competitor's stabilizer was used with this pectus bar. The reported event is unconfirmed. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: lot is unknown as it could be either lot # 283340 or lot # 694550. This report is being submitted to update additional information in section b4, b5, g3, g6, h2, h6 and h10.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G3: foreign source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the patient underwent a pectus excavatum procedure that included the use of a competitor's stabilizer with the pectus bar. Subsequently, the patient was experiencing discomfort since implantation and was re-operated on due to the implant migrating between ribs.